Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that when attempting to charge their device at 360 joules, it would not charge. Another back-up device was located and used. There were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.

Event description:
The customer contacted physio-control to report that when attempting to charge their device at 360 joules, it would not charge. Another back-up device was located and used. There were no adverse effects to the patient as a result of the reported issue. No further details about the patient or the event were provided. Physio-control has made multiple attempts to contact the customer in order to obtain additional information on the patient; however, no response has been received.

Manufacturer narrative:
Physio-control downloaded the device's electronic records from the event for review and was able to verify the reported issue. Physio-control determined the cause of the reported issue was use error. The use error occurred when the user disarmed the charge by disconnecting the load. Physio-control replaced the therapy pcb assembly as a precaution. Proper device operation was observed through functional and performance testing. The device was returned to the customer for use.